Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that an error code was displayed, and a button was depressed, logs confirmed comment. The on/off button was out of specification electrically. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, errors occurred in logs and the printed circuit board (pcb) was reset and the upper case was dented. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code and the button was depressed. There was no patient involvement.